Manufacturer narrative:
An event of aortic insufficiency and leaflet tears directly adjacent to cor knot struts was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 23 mm trifecta valve was implanted using the cor knot. On (B)(6) 2019, the valve was explanted and circular holes were observed. A non-abbott valve was implanted. The patient is reported to be recovering. Additional information is requested.

Manufacturer narrative:
Additional and corrected information for event, PMA/510k.

Event description:
On (B)(6) 2015, a 23mmtrifecta valve was implanted using the cor knot. In late 2018, an echocardiogram identified aortic valve insufficiency. A follow-up tee on (B)(6) 2019 showed severe aortic valve insufficiency, during which the patient was asymptomatic. On (B)(6) 2019, the valve was explanted and replaced with a 23 mm edwards magna inspiris. It was observed that there were four separate linear lacerations to the base of the two leaflets, clearly related to cor knot struts immediately adjacent to these lacerations. The sewing ring was incorporated, no evidence of infection. The patient is currently stable and discharged from the hospital.